Event description:
It was reported that the customer experienced difficulties with the wake button on their pump, as it was unresponsive. Pump display turned on when plugged into a power source. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.